Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device.a review of the device history record showed the device had a manufacture date of 04mar2014. The review was performed from the date of manufacture to the present date 24may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an error code 121.2072. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04mar2014. The review was performed from the date of manufacture to the present date 03may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a error code 121.2072. There was no patient involvement.